Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station did not power on. The user confirmed that all plugs and power outlets were checked. When the power button was turned on, an occasional clicking sound was heard from the main unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power and remote support service was offline. A field service engineer power cycled the device and disconnected each drawer from the pyxibus cable to isolate the faulty component. Identified that half height auxiliary drawers 6.1 or 6.2 had a defective drawer board. Replaced the pyxibus module controller board and both drawer controller boards. Booted up the device, configured the drawer with the new boards, and then rebooted the system. Verified that the device was fully operational and accessible customer use. The system functioned as intended after the field service engineer repaired the device.